Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller decided to reset the pump at that time. The customer planned to set up the pump again independently and agreed to contact support if any additional issues arose.